Manufacturer narrative:
The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment, a broken case and a serial number label missing. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 11/23/2024 19:40:45.000 11/23/2024 19:50:00.000 pump error 23 alarm was found on: 11/23/2024 19:55:07.000 power loss alarm was found on: 11/23/2024 19:55:37.000 11/23/2024 19:55:45.000 failed battery alert/battery failed alarm was found on: 10/25/2024 20:31:01.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Earliest power data available per the power management tool/detail trace file is on 21-nov-2024 at 11:24:59 am. There was no power data available for the date of 25-oct-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected pump error 23 alarm, power loss alarm and failed battery alert/battery failed alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 23-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/17/2024 04:56:00.000 11/18/2024 23:08:00.000 11/19/2024 00:48:00.000, 11/19/2024 03:33:00.000 11/20/2024 00:38:00.000, 11/20/2024 02:53:00.000 11/21/2024 03:18:00.000, 11/21/2024 03:28:00.000 11/23/2024 04:58:00.000 sensorerroralert (801) was found on: 11/18/2024 13:05:35.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment and serial number label of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the right side of the pump by the battery compartment, label damaged, and the battery-failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.